Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited a polarity switch and due to measured low impedance. The polarity was reprogrammed back to bipolar, but the next day polarity switched back to unipolar again. The patient also complained of pocket stimulation from of inappropriately increased outputs to maximum levels caused by undersensing of evoked response. The lead was capped and replaced. No further patient complications have been reported as a result of this event.